Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "double beep with cassette" occurred. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 24-aug-2022 via email and attached to complaint object: this issue happened during testing and the date is unknown. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals all intact and fluid ingression on the downstream sensor. There was no evidence of the error recorded in the event history log. The customer problem double beep with cassette was not duplicated during the investigation. However, fluid ingression was found on the downstream sensor, which was determined to be the cause of the reported issue. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem was unknown. The product is beyond 21 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).